Event description:
It was reported the device, hp052 was used during a laparoscopic cholecystectomy. It was reported the device was being used with a laparoscopic hook blade. The caller did not know the product code of the blade. The generator emitted a constant tone when activated midway through the procedure. Tahe test tip was attached and the generator still emitted a constant tone. The case was completed with another handpiece. There was no consequence to the patient.